Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated, and blood inside the holder was observed; however, due to the clarity of the photo it is unable to be determined if there is damage or defects present in the sleeve. The returned samples were subjected to visual inspection and functional testing and all samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced leakage and poor sleeve function with customer saying " blood leaks through the rubber stopper at time of draw."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer eclipse blood collection needle experienced leakage and poor sleeve function with customer saying " blood leaks through the rubber stopper at time of draw."